Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information obtained from the customer. The device was returned to olympus and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic gastroscopy.

Event description:
It was reported the video system center had no image. The issue occurred during a diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.